Event description:
The patient received the scs system on (B)(6) 2008. It was reported that the charger was unable to communicate with the scs ipg. The patient noted that the ipg had been turned off for the past 1 year due to a non-satisfactory stimulation pattern. The ipg was charged 6 months ago. Replacement charger was unable to resolve the communication issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.